Event description:
The patient reported he was no longer receiving stimulation. The patient also stated he was unable to communicate with his ipg using the charger, even though the charger was fully charged. The patient was shipped a replacement charger and was still unable to communicate with his ipg. Follow-up information identified the patient had fallen off a roof awhile ago. The patient stated he would obtain copies of his x-rays and schedule an appointment with a physician.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.